Manufacturer narrative:
Eval: eval of the returned alarm did not confirm the reported issue. The alarm sounds when weight is removed from the sensor pad and the unit is silent when the weight is applied to the sensor pad. However, when the nurse call cable is inserted into the nurse call receptacle and the cable is wiggled, the nurse call light at the test fixture toggles on and off which is evidence of a non-functioning nurse call receptacle. No physical damages found to the alarm unit. This alarm has been in service for over three years. (B)(4).

Event description:
Customer reported when the rj11 clip is inserted into the alarm and weight is applied to the sensor, the alarm continues to sound. Customer reported the issue was found during set up but did not provide the date of event. No pt incident or injury was reported.